Event description:
It was reported that this right ventricular lead was unable to be successfully implanted due to electrode end damage and difficulty extending the helix. The lead was removed prior to pocket closure and another lead was implanted to complete the procedure. No adverse patient effects. The product is not expected to be returned.